Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by MRI tech that on the patient's op-note, it reports the patient's lead has a small area where the outer coating is frayed that was found during a battery replacement on (B)(6) 2019. Lead was still used with most recent battery. MRI information was reviewed regarding this.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: v177540, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 17-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.